Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with the pump displaying high and a confirmatory fingerstick of 449 mg/dl after an infusion set change, while using a contact detach infusion set. Symptoms included no reported clinical manifestations beyond elevated glucose. Outcomes included no hospitalization or medical intervention beyond product troubleshooting. Investigation included phone-based troubleshooting and guided replacement of infusion supplies. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no confirmed device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.